Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ universal punch manufactured the t-handle, t25 stardrive shaft, for matrix-long, p/n 03.632.074, lot # 6670696, for 50 parts. The lot conformed to specifications as noted in the certificate of compliance, dated may 17, 2011. The parts were inspected and conformed to the synthes incoming inspection sheet. (B)(4) parts were released to the warehouse on (B)(4) 2011. The t-handle, if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a transforaminal posterior lumbar interbody fusion (t-plif) procedure at l4 - l5, the tip of the matrix screwdriver broke. This occurred toward the end of the procedure. It is reported a backup screwdriver was readily available. All fragments were retrieved. The procedure was completed successfully with no delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation evaluation was performed - the returned driver was evaluated and the complaint condition was able to be confirmed as the tip was broken off. A definitive root cause was unable to be determined as specific details of what the driver was being used for at the time of failure were not provided. The failure is consistent with an overload failure from the application of excessive force. The instrument was received under the complaint condition "broken" and the complaint condition was able to be confirmed as a 5mm fragment of the distal tip was returned. After examining the tip under magnification, the damage is consistent with damage from the application of excessive torque. This driver is intended to be utilized to insert screws, not for final tightening or attempted removal of locking caps. The technique guide for matrix specifically notes to never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient. Relevant drawings for the returned instruments were reviewed. The drawings were found suitable to determine the intended device design, application and dimensional conformity. The drivers were found to have met the drawing specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.